Manufacturer narrative:
Concomitant medical products: 6935 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alert tones were triggered due to the patient being in close proximity to a magnet. The patient will check for any magnets they may be in contact with. The device remains in use. No patient complications have been reported as a result of thisevent.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated an audible alert. If information is provided in the future, a supplemental report will be issued.